Event description:
It was reported that insulin delivery was suspended while customer was sleeping. During troubleshooting with tandem technical support, pump history indicated that the customer received an 'auto-off' alarm. Customer indicated that after discussion with health care provided, the decision was made to keep the alarm set at 12 hours. Customer indicated that she had slept longer than normal when the alarm occurred. Reportedly, the customer's blood glucose level was impacted.

Manufacturer narrative:
The t:slim pump user guide states that the auto-off feature can be set up to 24 hours or off. The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.